Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced low blood glucose level. The customer¿s blood glucose was 32 mg/dl and 68 mg/dl. The customer was treated with food. The customer received a change sensor alert after a calibration not accepted. The customer declined to review. The customer was advised to return the sensor. The sensor will be and insulin pump will not be returned for analysis.